Event description:
The consumer reported four false negative results via social media with the binaxnow covid-19 antigen self-test across two patients. This MFR. Report addresses test two (2) of four (4) and patient one (1) of two (2). Repeat testing was performed on an unknown date and generated a positive result. The consumer stated they tested negative despite being infected with covid-19. No information was provided on how the patient knew they were infected with covid-19. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, (B)(6) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.